Event description:
It was reported that 3 days after the patient was implanted she had a return of her "shingles pain" like it was before. It was stated that the patient had "good pain relief" until the day of the report. The patient felt "very annoyed". It was noted that stimulation was decreased from 5.0 to 3.50 v and it was more comfortable. It was stated that the pain was still there, but had subsided some. Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was reported that the patient had appointment date on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).